Event description:
It was reported that the video system center exhibit water damage and display was not working during a diagnostic esophagogastroduodenoscopy procedure completed with the same device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: coating on chassis is peeled off-corrosion, corrosion on output socket, front panel is deteriorated, the image of composite signal is not displayed, corrosion on the contact terminals, liquid in the display, ex board and dp board have water damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.